Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had a problem wither knee and went in to take an x-ray. Customer stated that she had the insulin pump on during the x-ray and wasn't thinking about it. Customer stated that the pump has not been working well ever since. Customer was advised that the pump will be replaced.